Event description:
Complainant alleged that while attempting to treat a patient the device was powered on, however after turning the device off/on for an unrelated issue, the device was unable to power on. Complainant indicating that water was found to be dripping of the nibp port. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that the device had been cleaned prior to this patient event. The nibp cuff had been saturated in blood and was throughly cleaned.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.